Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the depth stop of the fast-fix 360 curved device was set to the needle length of 14mm, after the t1 implant was deployed successfully and the deployment knob was depressed, the t2 implant came off from the meniscus. Both implants were removed from the patient. It is unknown how the procedure was completed; however, a non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that 4 devices were returned together in one box taped together and a baggie with 3 suture strings was taped around the handles. Two devices were returned in the pret1 setting and two devices were returned in the pret2/postt1 setting. One suture string has the implants returned outside the channel with the knot fully tightened. One suture string was returned with implants returned outside the channel with the knot not tightened. One suture string was returned with t1 fractured off the suture string and t2 in place with the knot fully tightened. A functional evaluation was performed on the returned device and found they cycle as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. Note: during investigation it was found that a t1 was fractured but its not possible to know which lot belongs so the break will be included in this report as unknown lot number. Possible lot numbers involved are 2072272/2072271/2072297 included in complaint numbers (B)(4).